Event description:
The physician reports performing cataract surgery with attempted implantation of the li61aor intraocular lens using the ez-28 delivery device. During insertion, the surgeon observed that the haptic was bent. Intervention was performed in order to enlarge the incision and remove the damaged lens. A second li61aor was implanted successfully. Reference MDR 1119279-2010-00086.

Manufacturer narrative:
The device history records were reviewed and there were no discrepancies or unusual findings that relate to the reported issue. The damaged lens was returned to b&l and is currently undergoing evaluation.